Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including power cycling, bench handling, and functional stress testing without duplicating the report. The device's processor/bridge/pace board, ECG board, and defib to monitor board flex cable were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.

Event description:
Complainant alleged that during functional testing, the device displayed "defib disabled" and "pacer disabled" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.